Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2005 and was revised on (B)(6) 2016. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Additional info age at time of event, age units, date of birth; product code, common device name; catalog #, lot number, expiration date; PMA/510(k)#; manufacturing date; remedial action initiated; correction/removal rpt number. An event regarding abnormal ion levels was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: the event could not be confirmed, additional information such as clinical past medical history, operative reports, x-rays are needed to confirm the event. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. The device is part of a recall. -complaint history review: there were no other events for the lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. The subject device has been identified to be within scope of nc. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA . The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. Corrective action nc was initiated on (B)(6) 2016 due to the occurrence rate for taper lock failure in the risk management files for specific lots of lfit v40 cocr heads. Given the potential risk of nine (9) hazards identified in the hazards and harm evaluation, voluntary product recall ra 2016-028 was issued.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2005 and was revised on september 14, 2016. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue and excessive levels of chromium and cobalt in his blood.